Manufacturer narrative:
(B)(4). The returned advanix biliary stent was analyzed, and a visual evaluation noted that the suture was observed attached to the stent. The pull wire was pulled at the not returned point and it was kinked. Also, the guide catheter was found detached and kinked, and the push catheter was kinked. A microscope inspection was performed; it showed that the guide catheter was detached. Also, the suture was attached to the stent, and it showed that the suture hole of the stent was torn and the suture got caught on the tear. Additionally, the suture hole of the push catheter was slightly torn. No other problems with the device were noted. The reported event of suture deployment problem and pullwire retraction problem were confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was revealed that the pull wire was pulled at the not return point, the pull wire couldn't be manipulated anymore. This may be related to user manipulation while pulling out the pull wire intending to deploy the stent. The push catheter kinked might be related to user manipulation and/or some technique applied during procedure; once the push catheter kinked, the movement of the guide catheter could be affected causing the kinks observed on it. Thus, while those problems were present resistance could be experienced and the action of the user pulling the pull wire in order to release the stent could have ended up kinking the pull wire and detaching the guide catheter. Also, each suture hole could be affected by this action, causing the tear observed, this could lead the suture thread to be caught on the tear observed in the stent suture hole. Therefore, the most probable root cause of the reported complaint of "suture deployment issue" and the observed problems of "push catheter kinked, guide catheter kinked, push catheter suture hole torn, stent suture hole torn, pull wire kinked, and guide catheter detached" is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2021. During the procedure, it was noticed that they had difficulty releasing the suture and a resistance was felt when placing the delivery system over the wire. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results which revealed that the guide catheter was detached/separated; therefore this event has been deemed a reportable event.